Manufacturer narrative:
Follow-up #1: date of submission 07/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings: pump was returned with all of the keypad buttons operating properly, issue cannot be duplicated. No physical damage on keypad. Removed keypad- no evidence of contamination found. The battery compartment cracked between bumper pad and pump seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.